Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot number {0011686308}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. The valve was deployed to 80%, but was recaptured due to a shallow implant depth. Upon a second attempt at deployment, an infold was noted in the valve frame. Subsequently, the delivery catheter system and valve were withdrawn from the patient and a new medtronic valve was implanted resulting in a 5-minute procedural delay. No adverse patient effects were reported.